Event description:
The initial reporter received a questionable creatinine jaffe gen. 2 (crej2) result for one patient sample tested on a cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The initial result was 2.30 mg/dl with a repeat result of 0.617 mg/dl. The reagent lot number is 58634601 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The reaction monitor of the initial result revealed an unusual reaction. The reaction monitor of the repeat result was unremarkable. The calibration performed on 08-aug-2022 did not indicate any issues. The qcs were within the specified ranges. The alarm trace for (B)(6) 2022 indicated abnormal sample aspiration alarms and a sample clot alarm. The precision check results were acceptable. The field service engineer (fse) checked and adjusted the reagent probes in all positions. He also checked the wash control and the main pump. He adjusted the gear pump. He replaced the reagent probes and checked all their adjustment positions. He checked and adjusted the ultrasonic mixer (usm) and the rinse unit stations. He adjusted the basic wash consumption. He performed qc with acceptable results.  A general reagent problem can be excluded because the provided calibration and qc data were within specifications. Based on the reaction monitor and the fse's service actions, the investigation determined that the issue was caused by a carryover due to insufficient cell rinse functionalities. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.